Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited failure to capture and reduced p-wave amplitudes. Programming changes were made. The patient returned to clinic with palpitations. A chest x-ray was performed and revealed right atrial lead dislodgement. It was noted that the lead was previously repositioned on (B)(6) 2020 for dislodgement. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 52.0 cm with the helix retracted and traces of blood/body fluids. Visual examination found an insulation cut 19.9 cm from the connector pin consistent with procedural damage. X-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported events of dislodgement, reduced p-wave sensing, and failure to capture were not confirmed.